Event description:
The device was implanted on 6/10/97 for fudr, lv, dex, heparin infusion for use in the pt's therapy. On 6/19/1997, a MFR nurse was present for the first device refill. Nine days after implant, the return volume was 18cc and had a lot of air. The predicted flow rate is 1.94. The actual flow rate is 3.5, indicating an increase in flow rate. The facility plans to refill the device with chemo (50cc volume), have the pt return in one week for a heparin cycle and then have the pt return in two weeks for a complete round of chemo. The device incision area appears slightly red at the lateral posiition with no seroma noted. Since the device was implanted in another state, the flow rate may need to be recalibrated for this state's altitude. A MFR nurse is expected to contact the implanting physician as well as the oncologist, after the next device refill on 6/26/1997, for further info on this event.

Manufacturer narrative:
Under section 05, the expiration date was incorrectly reported as 2/28/97. The correct expiration date is 3/26/98. No further info is available.